Event description:
The user facility reported that during a patient procedure which included use of a defendo pentax valve kit, the biopsy valve came off and the physician was sprayed with bodily fluids in the eyes causing an eye infection.

Manufacturer narrative:
Per discussion with user facility personnel, we learned that the procedure included use of a non-medivator's black wire. Facility personnel stated that it is unknown if the wire was facing down at the time of the reported event. It is possible that the black wire may have caused or contributed to the reported event. The device history record of the lot subject of the event was reviewed and no abnormalities were found. Medivators tested 10 samples of current inventory and no issues were noted. The defendo single use valve kits instructions for use (IFU) states, "warning: always wear gloves and other appropriate personal protective equipment while handling such as gown and face mask." The IFU further states, "position the single use biopsy valve onto the biopsy port of the endoscope. Always make sure the lid of the single use biopsy valve is closed. If the diameter of the accessory is >3mm, open the lid for instrumentation."